Event description:
Caller reported alarm 2 followed by alarm 26, which caused the customer¿s blood glucose level to reach approximately 455 mg/dl as indicated by the occlusion issue. They resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.